Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One 3i t3® with dcd® non-platform switched tapered implant 5 x 13mm (bnst513) and certain® ratchet extension - long 3.4mm(d) (imre200) were returned for investigation . Visual inspection of the as returned product identified that the threads of the implant are worn down. The driver is fractured at the square engagement feature. Functional testing of the components notes that both devices could not be disengaged without using excessive force. It is noted that the two devices are incompatible, as the driver is designed for implants of 3.4mm diameter and the implant is 5mm diameter. The reported stuck components event and the identified imre200 fracture are therefore attributed to customer misuse review of appropriate documentation: documents reviewed: zbinstsm rev. B 12/19; torque matrix - internal connection; page 8-9 DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the imre200 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Post market trend review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event (stuck components), observed imre200 fracture failure, or product (bnst513 + imre200). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). One 3i t3® with dcd® non-platform switched tapered implant 5 x 13mm (bnst513) and certain® ratchet extension - long 3.4mm(d) (imre200) were returned for investigation. Visual inspection of the as returned product identified that the threads of the implant are worn down. The driver is fractured at the square engagement feature. Functional testing of the components notes that both devices could not be disengaged without excessive force. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the imre200 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that while placing the implant in tooth location 14 and the driver did not disengage from the implant. Implant was removed and doctor placed another implant to finish the procedure.